Event description:
During delivery of the cypher sds to the lesion in the proximal lad, the physician felt some slight friction within the guiding catheter, but continued to push the sds through the guide; as he continued to push, the friction became stronger. The cypher was then removed back through the guiding catheter, and the physician observed the distal edge of the stent to be flared. To complete the procedure another cypher of unk size was implanted at the target lesion using the same guiding catheter. There was no report of pt injury. The physician did not note any anomalies in the product prior to use.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems. The product is not available for eval and testing. Additional info will be submitted within 30 days of receipt.